Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence, and the customer received a cartridge alarm (alarm 25). In addition, it was reported that an occlusion alarm occurred. System check with tandem technical support did not find any issues. Additionally, it was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level was 174 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.